Event description:
A ti anterior cervical plate and the screws came loose post-operatively. Surgeon performed a corpectomy at c3-c6 and place the plate with screws at c3 and c6 with graft. Graft backed out and two screws dissociated from the plate. Pt was revised in 2004. Surgeon indicated the dissociation was due to large graft size not completely trimmed.